Event description:
The user received complaints from doctors concerning tsh (thyroid stimulating hormone) results which do not correlate with the diagnosis and clinical signs of the patient. The doctors considered the results from the analytical e module to be high. No specific patient data was provided. The user performed a comparison between the analytical e module analyzer and the abbott architect using 40 patient samples. Of the provided data, the results for two samples were discrepant. No units of measure were provided. Sample 1 result from the analytical e module was 6.59 and result from the abbott architect was 4.94. On (B)(6) 2010, sample 2 result from the analytical e module was 6.42 and result from the abbott architect was 4.76. No adverse events were alleged regarding the discrepancies. The lot number of the tsh reagent was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation determined for the abbott architect, 99% percentile was used as upper limit and for elecsys the 97.5% percentile was used as upper limit. Therefore, in a customer analysis with 10000 subjects, 250 individuals may be expected to be measured above the upper limit of the elecsys tsh reference range. Furthermore, it has to be taken into consideration that in a method comparison an approximate 12% higher mean recovery of the elecsys tsh compared to abbott architect was seen. If exactly the same inclusion and exclusion criteria would be applied to the individuals investigated in the reference range studies of both assays, the upper limit of elecsys tsh reference range should be exceeded by 12%. No adverse events were reported.

Manufacturer narrative:
Additional questionable thyroid stimulating hormone (tsh) results for 41 patient samples were provided by the user. The samples were repeated on an architect analyzer. Of the data, the results for 18 of the patient samples were discrepant. All tsh results are in uiu/ml. Patient 1 ((B)(6) female) initial result was 4.79, repeat result was 3.36. Patient 2 ((B)(6) female) initial result was 4.49, repeat result was 3.24. Patient 3 ((B)(6) male) initial result was 5.55, repeat result was 4.1. Patient 4 ((B)(6) female) initial result was 5.45, repeat result was 4.19. Patient 5 ((B)(6) female) initial result was 3.69, repeat result was 2.61. Patient 6 ((B)(6) female) initial result was 4.28, repeat result was 3.03. Patient 7 ((B)(6) female) initial result was 5.59, repeat result was 4.11. Patient 8 ((B)(6) female) initial result was 4.04, repeat result was 2.94. Patient 9 ((B)(6) male) initial result was 4.64, repeat result was 3.41. Patient 10 ((B)(6) female) initial result was 5.18, repeat result was 3.93. Patient 11 ((B)(6) female) initial result was 5.08, repeat result was 3.82. Patient 12 ((B)(6) female) initial result was 4.85, repeat result was 3.58. Patient 13 ((B)(6) female) initial result was 4.44, repeat result was 3.29. Patient 14 ((B)(6) female) initial result was 3.79, repeat result was 2.76. Patient 15 ((B)(6) male) initial result was 4.64, repeat result was 3.52. Patient 16 ((B)(6) female) initial result was 3.77, repeat result was 2.69. Patient 17 ((B)(6) male) initial result was 5.25, repeat result was 3.96. Patient sample 18 initial result was 4.50, the rerun was 4.52. The same sample was tested on the immulite analyzer with a result of 2.64 and on the architect with a result of 2.95. No adverse events were alleged regarding these additional erroneous results. The samples were routine samples, from non-hospitalized patients. The free t4 results for these patient samples were (no unit of measure provided): patient 1:1.15; patient 2:1.12; patient 3:1.11; patient 4:1.65; patient 5:1.19; patient 6:1.35; patient 7:1.11; patient 8:1.13; patient 9:1.72; patient 10:1.38; patient 11:1.19; patient 12:1.38; patient 13:1.18; patient 14:1.2; patient 15:1.54; patient 16:1.24; patient 17:1.11.